Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review could not be done. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "after only few months of use the led is totally scratched and eroded. Then the lighting is intermittent or can occur a complete stop of the lighting when the blade is placed in the mouth of the patient." Alleged malfunction reported as occurring during use. It was reported there was no medical intervention necessary. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "after only few months of use the led is totally scratched and eroded. Then the lighting is intermittent or can occur a complete stop of the lighting when the blade is placed in the mouth of the patient." Alleged malfunction reported as occurring during use. It was reported there was no medical intervention necessary. Patient condition reported as "fine".